Event description:
It was reported that a new pump user experienced hypoglycemia while using the ilet, with a documented low of 59 mg/dl for about 30 minutes, and the user believed the pump overcorrected despite no food intake. Symptoms included hypoglycemia. Outcomes included recovery after oral carbohydrate treatment with lemonade and a subsequent glucose of 147 mg/dl with upward trend, without alarms or medical intervention. Investigation included troubleshooting and education conducted by support, with monitoring advised and no device alerts reported. Investigation of this case revealed no device alarms or confirmed device malfunction, and the event was consistent with hypoglycemia of unclear cause in a new pump user. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.